Event description:
The patient had insertion of a right ureteral stent on (B)(6) 2025. The patient underwent a cystourethroscopy, w/ureteroscopy/pyeloscopy; w/lithotripsy including insertion indwelling ureteral stent on (B)(6) 2025. During the procedure the stent was found to be encrusted. The ipsilateral affected ureter was noted to have a mildly encrusted distal stent. Fluoroscopically, the proximal aspect appeared to be encrusted. The stent was grasped with a grasping forcep and gently pulled on noting that it would not move distally due to the encrustation. Therefore, a semirigid ureteroscope was then placed cannulated proximally and the stone encrustation was fragmented off using a holmium yag laser fiber. Once the encrustation was broken off the ureteroscope was removed the stent was grasped and successfully removed without a problem. Given this stent was in place for only 4 weeks, this level of encrustation was thought to be somewhat of an adverse response.